Event description:
Internal leak of the dialyzer reported after approx one hr of dialysis. Blood was observed and sensed by the blood leak detector. There was no reported pt injury. Awaiting further info from the customer concerning the volume of blood lost by the pt. Also need to confirm the number of uses with the device. Sample is available for eval. 12/31/97 info rec'd from customer by fax: ebl 300ml, use # of device was 35, and pt descriptors given for MDR (filed on blood loss).